Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result with both anti-d clones of erytype s abd+rev.a1, b when used on tango optimo. When repeating the test twice, the result was positive for anti-d. The customer provided two patient samples for investigational testing and some images were available, however, he did not send in a sample of the allegedly defective product..therefore our quality control laboratory tested their retained erytype s abd+rev.a1,b sample and also a reference lot (# (B)(4)) on tango optimo with d positive and negative samples as well as with a d weak variant. All positive and negative reactions were correct. We did not observe any false negative reaction. Both patient samples were also tested and they came up with a 3+ positive reaction (d1 and d2). Furthermore the patient samples were tested with a d-screen panel without special findings. The patient samples were forwarded to a molecular genetic investigation. No polymorphisms that would indicate the presence of a weak d or d-partial could be detected. Testing by our quality control laboratory confirmed a correct functionality of the allegedly defective lot of erytype s abd+rev.a1b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango opitmo was checked by our field service engineer with no indication of a malfunction of the instrument.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result with both anti-d clones of erytype s abd+rev.a1, b when used on tango optimo. When repeating the test twice, the result was positive for anti-d. The customer provided two patient samples for investigational testing and some images were available, however, he did not send in a sample of the allegedly defective product..therefore our quality control laboratory tested their retained erytype s abd+rev.a1,b sample and also a reference lot (# 8643011-00) on tango optimo with d positive and negative samples as well as with a d weak variant. All positive and negative reactions were correct. We did not observe any false negative reaction. Both patient samples were also tested and they came up with a 3+ positive reaction (d1 and d2). Furthermore the patient samples were tested with a d-screen panel without special findings. The patient samples were forwarded to a molecular genetic investigation. No polymorphisms that would indicate the presence of a weak d or d-partial could be detected. Testing by our quality control laboratory confirmed a correct functionality of the allegedly defective lot of erytype s abd+rev.a1b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango opitmo was checked by our field service engineer with no indication of a malfunction of the instrument.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result with both anti-d clones of erytype s abd+rev.a1, b when tested on tango optimo. The customer said to send back the allegedly defective product for investigational testing. Our quality control laboratory is still waiting for the supposedly defective product. A field service engineer was dispatched to collect log files and perform an check of the affected tango optimo. During this check, the camera setting was adjusted, which does not refer to the problem. The engineer performed post service verification procedure as required and confirmed the instrument to operate within specification. Analyzing of the event logs from the date of issue occurrence showed that an active rack was removed by the customer at 3:30, 3:36 and 4:26, which is not allowed. Further investigation is ongoing.